Manufacturer narrative:
UDI:(B)(4). Initial reporter¿s phone number: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the compact air drive device had lack of power. During an in-house engineering evaluation, it was observed that the motor power was too low, lack of power. It was further observed that the device failed pre-test for marking and labeling, untrue running, excessive noise, power with test bench and starting behavior. It was also noted that the device had lack of lubrication. It was not reported if the device was used in surgery, or if there was patient involvement reported. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly